Manufacturer narrative:
A lead tip stiffness test was performed and was found to be within specification.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
Patient was admitted after having chest pains. No capture and low sensing were observed. Fluoroscopy revealed the distal coil in the right atrium with the svc coil up in the left shoulder area. The lead perforated and resulted in tamponade. A pericardial window was performed. The lead was explanted and replaced.